Event description:
It was reported that the micro drill medium straight attachment overheated and burned the patient. The case was completed successfully without any procedure delay. No further information was provided by the customer account.

Event description:
It was reported that the micro drill medium straight attachment overheated and burned the patient. The case was completed successfully without any procedure delay. No further information was provided by the customer account.

Manufacturer narrative:
The failure for heat was confirmed. The service technician determined the device failed due to corrosion of the components. It was also noted that the nose cone had separated from the housing. Corrosion may affect the components of the device causing the symptoms described.